Event description:
A customer contacted baxter's technical service center to report a patient death. Per the initial report, the patient was terminal and had expired. The technical service representative (tsr) assisted the registered nurse (rn) with ending therapy.

Manufacturer narrative:
(B)(4). A device and service history review was performed with no issues noted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent.